Event description:
It was reported that the value near the sleep rate was programmed to "65436 min-1". The physician was able to reprogram the parameter to "0 min-1". The patient confirmed that the device stimulates with a high rate during sleep/night (10:00 p.m. Until 6:00 a.m.). The device really stimulates with 140 min-1. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found that the device failure disappeared during analysis.